Event description:
A laparoscopy procedure was in progress when the monopolar electrosurgical cable being used shorted out at a spot on the cord two feet from the generator. No injuries occurred. Another cable was used to complete the case. The user facility spokesperson stated the cause of the problem is believed to be due to age of the product (2 yrs.), wear and tear.